Event description:
Bd (becton dickinson) safetyglide 21g 1-inch needles (ref: 305915. Lot# 2258081 exp 8/31/27. Patient was sent a box of 50, unopened. Patient identified that 5 needle packages were sealed, but empty. Additional packages contained what appeared to be grease and a small metal fragment. Patient returned the remaining 12 needles from the box to us. I sent product to the company. Report was submitted to the company as well. Patient had low grade fevers for a couple days but no other adverse effects. Reference reports: mw5118204, mw5118205, mw5118206, mw5118208.